Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red and itchy on both scapula and underneath the shoulder straps, bleeding whenever they scratch at it. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed triamcinolone cream for the wound. Follow up indicated that the wound improved.